Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device does not charge the battery. Voltage measurements were made and they are not in accordance with those mentioned in the service manual. The charge indicator led remains off when the device is connected to the ac source. No patient involvement.